Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that an ophthalmic system displayed system before a cataract surgery during calibration setup system message (sm) appeared. While using import/export options to save to universal serial bus (usb), the physician waited but no result, had to cancel and close the dialog option. System message (sm) appeared. The details of patient harm was not reported.

Manufacturer narrative:
Additional information is provided in sections d.4, h.4 ,h.6 and h.11. The reporter was unsure which console was related to the reported events. Investigations are being performed for both systems that were at the site. There was no service record relevant to the complaint reported event, found. All manufacturer surgical systems are verified to meet specifications after installation and customer-initiated servicing. The company representative was present at the site and confirmed the reported events. However, products were not returned for testing on this investigation. Based on the information obtained, the root cause of the reported events is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was not performed. As the unit was manufactured exclusively under specific protocols/surgical procedures protocols, a similar complaint review of the serial number was not performed. Based on the information obtained, the root cause of the reported events is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.